Event description:
Per the clinic, the patient experienced an infection at the abutment site in (B)(6) 2023 and underwent a surgical wash out, however the issue did not resolve. The abutment was removed on (B)(6) 2024.

Manufacturer narrative:
This report is submitted on june 19, 2024.